Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a discrepancy in the remaining insulin reading: the difference between the amount reported in the cartridge and remaining insulin reading on pump screen exceeded 20 units, and the pump screen showed that there was more insulin than was available in the cartridge. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2015 with the following findings: unable to complete required investigation steps and adequately investigate the compliant due to internal moisture damage in the pump. No debris observed in cartridge compartment. Pump returned with moisture in the display lens and in the battery compartment. Battery compartment is cracked on the side from threads to cover. Pump boots to the verify screen with audible and vibratory features. Completed a rewind, and load step successfully. After performing a prime pump gives ¿pump is not primed. No delivery¿ warning. Unable to complete test steps due to pump not holding prime. Unrelated to the complaint, the leak test reveals battery compartment leak. Removed pump cover; internal moisture damage observed on the circuit board and internal components including the force sensor pins. Returned battery cap/returned cartridge cap used to complete testing.